Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that she was hospitalized per a week due to high blood glucose of 215 mg/dl. Customer stated that the insulin pump was alarming motor error after she had an ultrasound. Troubleshooting was performed per specifications. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.